Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 539 mg/dl. Customer did not address bg level due to not having alternate insulin therapy available. Customer declined further follow up from tandem technical support.